Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided charging supplies began burning or melting. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and replacement charging supplies were sent to the customer.